Event description:
While performing a gantry calibration during corrective maintenance, smoke appeared in the top frame of the carrier that changed into flames. The emergency shutdown button was immediately activated. No emergency equipment/personnel were required, as the flames extinguished themselves after a few seconds. Damage to the encoders and motor controller was identified. The damage parts have been returned to engineering and are currently being evaluated. There was no report of patient involvement.

Manufacturer narrative:
Note: we have not completed out investigation of this event at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).